Event description:
A customer reported that during setup for a procedure, the cutter was not working. There was no pt involvement.

Manufacturer narrative:
The customer returned one 25+ probe for evaluation. The sample was visually inspected and found to be visually conforming. The sample was functionally tested and found to be nonconforming for cut test (chews) and conforming for actuation. The probe was disassembled and the components inspected. The cutting edge of the inner cutter exhibited major wear marks and deep gouges on the shaft of the inner cutter. Five lot numbers were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. Root cause: product evaluation determined damaged cutting edge. Unable to determine how or when the cutter was damaged, but wear marks and deep gouges indicate that the probe had been used. Probes are 100% visually and functionally tested during manufacturing. A nonconformance (example, "cut failure") would have been detected during assembly and testing and subsequently removed from the lot. Furthermore, the worn/gouged inner cutter indicates that the probe had been initially working properly until it was damaged. (B)(4).